Manufacturer narrative:
Patient identifier and date of birth are not available for reporting. (B)(4). Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. (B)(6). (B)(4). A device history record (DHR) review was performed on part # 04.210.114s, lot # l290557: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 02.feb.2017, expiry date: 01.jan.2027: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.210.114 / h270438 was manufactured in us. DHR-review for part no: 04.210.114, lot no: h270438 (non-sterile) - 2.4 mm ti va locking screw stardrive 14 mm. Quantity 240: manufacturing location: monument, manufacturing date: 14-jan-2017: components reviewed: raw material part 04.211.014.999, 2.8 mm ti screw blank 14 mm. Bp55, lot h263036 meet specification. Inspection sheet for mill shaft threads/head thread/flute final inspection meets inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery on (B)(6) 2017 to treat the distal end radius fracture, the variable angle (va) distal radius plate was used for bone union in surgery. Three conventional screws were inserted proximally, and then three guiding block screws were inserted on the ulnar side. When the va locking screw was inserted to the radial second hole of the distal radius plate, the locking screw penetrated through the plate without being locked. Because the surgeon noticed that the locking screw was not locked, the x-ray was taken as well as visual check was done. It was confirmed that the locking screw had been embedded about 3 mm in depth. According to the surgeon since it was not possible to unscrew the locking screw, the surgeon advanced the locking screw forward and removed it from the dorsal side of radius by performing a small skin incision. The surgery was extended for fifteen (15) minutes. Patient status is good, procedure was successfully completed. This report is for one (1) 2.4 mm ti va locking screw stardrive 14 mm-sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product development investigation was completed. The visual investigation of the complained locking screw shows that the threaded flanks at the conical screw head are rounded and worn. Furthermore the anodized color was abraded. The threads on the shaft are in good condition. Because of the damages at the conical screw head, the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. The device met the specifications at the time of manufacturing and distributing in february 2017. Based on the provided information the exact cause of this complaint could not be determined. A possible reason could be that the threads of the plate (counterpart) got damaged by trying to set the drill sleeve. This consequently could be the reason, why the screw couldn¿t be locked and got through the plate. Since no originally reported fault was found, it could be conclude that the cause of failure was not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update, 18jul2017: concomitant device: plate (part #unknown, lot #unknown, quantity 1).